Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of angina is listed in instructions for use, xience xpedition everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, additional reported information indicates that the status of the xience xpedition stent is unknown. Anti-platelet aggregation, lipid regulation, catheter expansion, diuretic and anti heart failure drugs were given as treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient was hospitalized for chest tightness on (B)(6) 2014. Coronary angiography showed triple vessel disease. One 3.00x15mm xience xpedition rx stent was implanted in a narrow lesion in the proximal left anterior descending (lad) coronary artery with 90% stenosis. The patient was discharged on (B)(6) 2014. On (B)(6) 2016, the patient was re-hospitalized for chest pain. Medication was given to the patient and the patient was discharged on (B)(6) 2016. Per the physician, the relationship between the event and the device is not known. The patient is in good condition. No additional information was provided.